Manufacturer narrative:
The patient¿s weight was not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 2 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, a slight stiffness of the driveline was observed between the exit site and the modular cable connector. The stiffest part was approximately in the middle between the two areas and formed a light bow. There was no reported impact to pump function or to the patient. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The report of a slight stiffness in the percutaneous lead (driveline) was confirmed through the submitted photograph; however, a specific cause for this change in flexibility could not be conclusively determined through this evaluation. The center submitted a photograph of the external portion of the driveline. The submitted photograph showed the driveline holding a slight bend between the driveline exit site and the connector bend relief, consistent with the report that the stiffest portion of the driveline formed a slight bow. The driveline appeared otherwise unremarkable. No cuts, tears, or other damage to the outer jacket layer were visible. The heartmate 3 lvas instructions for use (IFU) and patient handbook contain information on caring for the driveline. These documents explain that a damp, lint-free cloth should be used to clean the driveline when necessary. These documents recommend using warm water and mild dish soap if more aggressive cleaning is needed. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.